Event description:
The pt called lifescan (lfs) and alleged that his meter was set to the incorrect unit of measurement. The pt took insulin and visited the physician, where he was given more insulin. The result obtained at the physician's office, if any, is not known. The pt's meter was set incorrectly for approx 3 weeks. The pt reported that the had not recently changed the unit of measurement on the meter. A letter has been sent as a second attempt to reach the pt. Based on the information provided, there is evidence of a meter malfunction; the pt did not make changes to the unit of measurement in the setting mode. There is, however, no evidence of the meter contributing to a serious injury; we do not known what the pt's blood glucose results were at the time of the office visit. No replacement items have been sent.